Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. The unit was received as biohazard sample, completely assembled, slide clamp was in open position. During visual inspection no defects were observed. The clamp was open and closed and the sample was connected to a solution container. An extension set was connected to the y-site and the entire set-up was primed. The solution flowed through the set . A clear passage test and a pressure test were performed at 8psi. The returned sample met with specification requirements. Therefore, reported condition was not confirmed. An assignable root cause was not determined. A batch review could not be performed as the lot number was unknown. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A baxter sales representative reported to baxter corporate product surveillance a clearlink catheter extension set in which the clearlink luer activated device could not be flushed during IV preparation. According to the report, the facility removed the extension set from the package and attempted to flush the line with an unknown pre-filled saline syringe. The nurse observed that the saline could not be pushed through the clearlink, and noted that the clearlink was not previously accessed. The nurse attempted to disconnect the syringe and reconnect, and still could not establish a flow. The facility indicated that this is a reoccurring issue, but could not identify how many times it has occurred. No additional information is available at this time.